Event description:
It was reported that the patient experienced episodes of syncope, and the lead exhibited low impedances. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The proximal conductor was fractured and had blood/body fluid present (not obstructed). All insulators were breached (clavicle-rib crush).